Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a staphylococcal infection of the blood and developed sepsis. The patient presented in septic shock and the cardiac resynchronization therapy defibrillator (crt-d) system was subsequently removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.